Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Based on the information available and the testing conducted, the cause of the reported problem was defective pads adapter cable. The reported problem was confirmed. Customer has ordered replacement pads adapter cable to rectify reported malfunction. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the defibrillator cable was broken. There was no patient involvement.